Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly or insulin pump errors noted. The motor was tested outside of device and passed. Device received with scratched case, cracked keypad overlay, pillowing keypad overlay and broken belt clip rails. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated that the battery compartment was cracked. Insulin pump was slower to respond after hitting a button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.